Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported a device history review was conducted for lot number 1076843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a loose end cap. The following information was provided by the initial reporter: "the patient used the closed vein indignant needle product for infusion on (B)(6) 2021, but the small clip was not tightly closed."